Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a tubing separation. Prior to patient use, the tubing separated from the filter. Though requested, no additional information was provided.